Event description:
It was reported that a patient with a stage I interstim implant experienced a sudden shock when she touched a washing machine or dryer. The increased stimulation was felt in the same location as the test stimulation. The overstimulation went away quickly but it took approximately an hour for stimulation to return to normal. The patient was fine afterwards and felt that the therapy was working well, both before and after the event.

Manufacturer narrative:
Lead: model: 3889-28, lot# v819673, implanted: unknown, explanted: unknown.